Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Revision op notes identified patient was suffering from pain. Elevated metal ion levels identified in the hip. Non-ingrowth of the acetabular component and periacetabular lysis, with a large fluid collection and capsular dehiscence. A large volume of dark stained serous fluid was evacuated. Metal stained synovium with moderate hypertrophy. Significant corrosion at the adapter head junction. Heterotopic ossification was resected. Radiographs identified heterotopic ossification along the lesser trochanter extending to the acetabulum. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Additional information provided: it was reported the patient was revised to address pain and difficulty with ambulating. Elevated metal ions levels, non ingrowth of the acetabular cup, periarticular lysis with fluid collection and capsular dehiscence, stained serous fluid with metal stained synovium, moderate hypertrophy, heterotopic ossification, and significant corrosion at the adapter head function was identified intra-operatively. No further event information at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of progress notes 11 years post iinitiial implantation indicated patient presented with pain, bothers while walking, limps and walks with cane. Progress notes up until 11 years post iniital implantation indicate no adverse events. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: head adapter s/-4 12/14-18/20, pn 01.00185.145, ln 2365320. Durom us acet cmpnt 58/52 r, pn 01.00214.158, ln 2357488. Metasul large diameter hd 52/r, 01.00181.520, ln 2359057. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent an initial total hip arthroplasty. Approximately 12 years later the patient underwent a revision surgery due to pain and difficulty ambulating. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.